Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and epicardial defibrillation patches exhibited out of range shock impedance measurements. An attempt was made to obtain additional information, however, to date no additional information is available. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.